Event description:
A steinman pin broke during a sacroiliac joint fusion surgical procedure. The surgeon had difficulty keeping the drill collinear and inadvertently placed torque on the steinman pin. Drill binding occurred and the pin broke off in the bone. The surgeon attempted to retrieve the broken pin however, was unable to remove approximately a one and one half inch piece of the tip of the pin that remains lodged in an area of cancellous bone of the sacroiliac joint. The procedure was successfully completed using four ifuse implants.

Manufacturer narrative:
Products were discarded at the time of surgery, and therefore, not returned for an evaluation. In addition, the steinman pin lot number was not reported, therefore, a review of production records specific to this lot was not performed. A historical documentation review of all received and accepted steinman pin product was completed and no non-conformances reported. The steinman pin material is 316 stainless steel. Based upon the complaint information and investigation, there is no evidence to suggest the device was out of specification. In addition, the instructions for use and physician training records were reviewed. Based upon the information provided, there is no evidence that the device was out of specification and the root cause could not be definitively determined. The most probable root cause for the steinman pin to break was user error.